Manufacturer narrative:
(B)(4). Medical products. Therapy date of concomitant devices is unknown. Device history records review was completed for part# 04.038.090s, lot# 9835748. Manufacturing location: (B)(4), manufacturing date: jul 16, 2015, expiry date: jun 30, 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product development investigation was completed. A visual inspection and device history record review were performed as part of this investigation. This complaint was unable to be confirmed at customer quality as x-rays were not provided showing post-operative migration of the helical blade. Minor wear marks consistent with implantation and explantation exist on the returned helical blade. Whether this complaint can be replicated at customer quality (cq) is not applicable for this reported complaint condition of post-operative migration. Drawings for the implant were reviewed. The drawing was found suitable to determine the intended device design, application and dimensional conformity. The implant was found to have met the drawing specifications. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined as the circumstances surrounding the complaint are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tfna nail was broken during the removal surgery. This is captured under (B)(4). Concomitant devices reported: tfna nail (part# 04.037.042s, lot# h234693, quantity 1), screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) tfna screw 90mm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Date of initial implant procedure is unknown. Within six months prior to the revision date of (B)(6) 2017. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown nail. PMA/510(k) number is not available. Patient code (B)(4) used to capture the implanted hardware was found to be sticking out of the bone which required revision to a total hip. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a left trochanteric fixation nail advanced (tfna) hardware removal and conversion to a total hip prosthesis was performed on (B)(6) 2017. The date of original procedure to repair a proximal femur fracture is unknown; it was within six (6) months of the (B)(6) 2017 procedure. The underlying reason for the removal and conversion is that the bone cut out. The fixation was successful, but femoral head collapsed. The tfna implant did not hold the femoral head in place as it should have. Hardware was sticking out of the bone. The intact tfna construct was removed, and the patient was converted to a total hip. There were no reported surgical delays, no signs of infection. No additional medical intervention or additional x-rays required. The procedure was completed successfully with the patient in stable condition. This report is for one (1) unknown plate. This is report 2 of 3 for (B)(4).